Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2067 rf head. (B)(4).

Event description:
It was reported there were touch screen issues despite repeated changing of the stylus pen. Could not get the stylus pen to work toallow smooth movement through the various screens. The programmer was returned to check the pen connection port. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the programmer passed bench and functional testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.